Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced seizure with cgm 50-60 mg/dl range. It as reported that neither the patient nor his 3 followers received alerts or alarms about the low cgm reading. Paramedics were called however, no other details about treatment or medical intervention was provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.